Manufacturer narrative:
Device returned with no lot identification with no lot identification. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, ab)conforming; inner gasket condition, a)torn b)separate; latch condition, nonconforming; obturator condition, nonconforming; outer gasket condition, a)torn b)conf; reset button condition, conforming; sleeve condition, ab)conforming; sleeve conforming, ab)conforming; stopcock condition, ab)conforming and trocar condition, nonconforming. Functional tests & results: does safety shield retract, nonconforming; flapper door functional, ab)conforming and lockout functional, nonconforming. Analysis conclusion: based upon the inquiry info received and the visual examination, it was confirmed that the reported "seals were torn... And in one case, the gasket became dislodged in the trocar housing". Sleeve (a) was received with the outer and inner gaskets torn. The outer gasket was missing approximately 40%, and the inner gaket was missing approximately 3.%. Sleeve (b) was received with the inner gasket dislodged from its original position, and loose inside the sleeve housing. No conclusion could be reached as to how the gaskets had become torn or os to how the inner gasket had become dislodged form its original position. One obturator was received with the end cap separated from the obturator handle due to broken weld posts. The weld was found to have been indequate.

Event description:
It was reported during a laparoscopic cholecystectomy three 511s trocars were used. As right angle and cautery instrumentation was introduced into the trocars, the seals were torn in all 3 trocars and in one case, the gasket became dislodged in the trocar housing. Pneumoperitoneum was lost, which required add'l or time to complete the case. The case was completed without changing the trocars. There is no other info available. There was no pt consequence. The rep will attempt to obtain add'l info. 10/10/1997 the rep reports the or time was extended 15 mins. There is no other info available.